Manufacturer narrative:
(B)(4) . Procedural related complications are influenced by the type of surgery, patients pre-existing comorbidities, and perioperative management. Deep vein thrombosis (blood clot), or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operatively to prevent dvt formation. Even with the administration of preventive medication, dvts can still develop. As the complaint indicated, a post-operative complication occurred, and medical intervention was required for treatment. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient had an initial left total hip arthroplasty. Subsequently, the patient developed a blood clot in his left leg approximately 1 month later which required treatment with warfarin prescribed by his primary care provider. Attempts have been made and no further information or details are known at this time.